Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had no adhesive on the forceps cover, minor chips on the pink probe and glue, and the light guide lens had pinholes on the glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.